Manufacturer narrative:
UDI: (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available

Event description:
On (B)(6) 2017 at 3:07pm, synthes customer quality received a voicemail from sales consultant (B)(6). Upon return call, it was identified that he has a complaint involving depuy devices to report: it was reported that a cervical screw broke during an anterior cervical fusion on (B)(6) 2017. Cervical screw part #1836-56-016, plate #1836-04-076. The alert date is 08feb17. Per email: attached please find the information on complaint from dr. Alex vandergrift involving a 76mm swift plate, and at least one broken 16mm screw. He performed the original surgery in (B)(6) 2016, and upon a 6 month follow up with the patient became aware of the broken implant. He does not plan to re-operate at this time.